Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a 1.2 micron extension set became plugged, blocking flow. This occurred during patient infusion of clinoleic. The reporter stated that, before the infusion, the set was able to be primed, although they were not sure whether the priming technique was per baxter¿s instructions. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.